Manufacturer narrative:
This complaint is submitted late as the customer reported the incident in august 2024 to a vyaire employee but was not forwarded to the required department until 20-mar-2025. The filter was not returned for an investigation. A picture of the affected filter confirmed that the edges of the mouthpiece look deformed. The supplier was informed about the incident but cannot make any assumptions on anomalies during production, as the batch number was not provided by the customer. The supplier also reviewed the provided picture of the affected filter and assumed that the filter was not fully injected. Also if a part was not fully molded, then there are no sharp edges, as the edges would be rounded due to the viscosity of the material. As a resolution the customer discarded the defective filter and used different ones from the stock. Further investigation is not possible due to the fact that the filter was discarded by the customer. The risk evaluation results in a risk acceptance level of a medium acceptable health risk.

Event description:
The customer reported that the microgard filter has sharp edges. There was no patient involvement reported since the event occurred during an incoming inspection.